Event description:
The customer reported a pt incident involving (B)(4)., a part of optum (picis) ed (emergency department) electronic health record application related to inactive ingredient allergy interaction checking. Customer report: "it appears as though an inert ingredient in a medication does not cause a potential reaction warning to the physician. Our rx/med interactions are set to "show all." Red dye is an inert ingredient of bentyl, dicyclomine. If an allergy to red dye is entered on the chart there is no warning flagged. This has resulted in a significant adverse medication event at our facility!" Upon investigation of this client reported issue, it was discovered that the red dye was entered as a free text entry, and did not result in a notification indicating an allergy interaction. All free text entries made within the software application are not structured, and therefore, cannot be checked for potential drug allergies and interactions. Multiple notifications within the application appear to inform the clinician that interaction checking does not occur. The customer as made aware of this finding and confirmed the free text entry was used. (B)(4), a part of optum receiving conflicting info whether the incident occurred before or after the pt left the user facility. The user facility, subsequent to the initial complaint, reported no intervention was necessary at their location.

Manufacturer narrative:
We have received and investigated a customer report of an event involving the (B)(4) software application. There is conflicting info from the user facility whether this was a serious pt injury, and based on the reported claim and in an abundance of caution we are filing this MDR. Customer reported that dicyclomine (bentyl) was prescribed to a pt with an allergy to red dye. Dicyclomine contains red dye as an inactive ingredient. The allergy interaction was not indicated as pulsecheck is not designed to run allergy interaction checking for inactive ingredients. Pt was given an initial dose at the ed and subsequently discharged from the ed with a prescription for the same medication. The allergy was identified at an outside local pharmacy, who did not fill the prescription. The pt experienced an allergic reaction of a rash and facial swelling. Pulsecheck was not designed to perform inactive ingredient allergy interaction checking as many drug databases do not contain up to date info on inert ingredients as this is difficult to maintain. Picis has identified a remediation plan which is comprised of including additional info and a clarification for users of ed pulsecheck that allergy interaction checking is not performed on inactive ingredients within product training and user manuals (as the user documentation did not clearly specify that ed pulsecheck does not perform inactive ingredient interaction checking).